Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the inserter not firing and was unable to monitor glucose levels as a result, the customer experienced hypoglycemia with symptoms described as dizziness and nervousness and was administered unspecified treatment by a non-hcp third-party. No further treatment was indicated there was no report of death or permanent impairment associated with this event.